Event description:
Complainant alleged that during a routine shift check by a clinician, the semi-automatic device powered up in manual mode, and was unable to switch into semi-automatic mode or defib mode. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigaton.